Event description:
It was reported that a v60 ventilator had a navigation button failure. The customer reported the device was in use, however, no patient or user harm reported. The field service engineer (fse) evaluated the incident and confirmed this was a failure of the nav ring button. The fse replaced the user interface assembly, and the issue was resolved.

Manufacturer narrative:
(B)(6).